Event description:
The following devices were received as blind unit: product code: 244000557 lot#so2031611; product code: 244000557 lot#so2025550; product code: 244000557 lot#so2016567; product code: 244000557 lot#a0310. Due to the inability to obtain a solution for the extra-products of complaint (B)(4) , this product complaint was created to analyze the returned devices. This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm the complaint of dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Additionally corrosion was observed on the surface of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm the complaint of dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Additionally corrosion was observed on the surface of the device. The device is etched indicating it was serviced. The device was manufactured in 2010. A search of the complaint database found similar reports for dullness and the root cause was attributed to heavy use and wear out. A data base search of complaints found previous complaints for corrosion, where root cause is attributed to inappropriate cleaning methods counter to the recommendations in the instructions for use (IFU-0902-00-721). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.